Manufacturer narrative:
The single site wristed needle driver instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the single site wristed needle driver instrument was observed to have a broken cable. The procedure was completed. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single-site (ss) wristed needle driver instrument was analyzed and found to have a grip cable dislodged at the proximal end. The grip cable at the proximal end is causing jaws not to open and close properly. The complaint was confirmed by failure analysis. The probable root cause was attributed to a component failure. Correction(s): h8. Usage of device was updated to: initial use of device.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported single site wristed needle driver instrument was available for evaluation. There was no patient injury. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Based on the additional information, the annex codes e and f were updated to e2403 and f26 respectively.